Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the alexis® sheath detaching from the inner ring. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the event description at the time of initial intake of the event, this event was deemed to be reportable due to its potential to cause death or serious injury. However, after evaluation of the returned unit, it was determined that the malfunction is a non-reportable event.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Removal of ovarian dermoid cyst - once the incision was made in the umbilicus, the alexis was placed inside and rolled down for retraction (green inner ring inserted with tether left outside abdomen). Two of the gelpoint mini trocars were placed in the gel cap (12 mm and 10 mm) and the cap was then placed on the alexis and insufflation was initiated. A 10 mm scope was placed through the 12 mm port and an applied reposable grasper was used through the 10 mm port. Approx. 10 mins into the case it was noted that gas was escaping from an unknown source. The gel cap was removed in order to potentially roll the alexis down further to create a better seal. However, upon inspection of the alexis it was noted there was a ?tear? In the sheath of the alexis. Type of intervention - once removed from the incision, the alexis was examined closer and it could be seen that the alexis sheath had detached from the inner ring. At no point was the inner placement ring rolled in or out during the handling and placement of the device. Patient status- fine.